Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units and remained static at 105 units. The contact confirmed that when the insulin volume reaches under 105 units, the insulin gauge begins to decrease at a normal rate. There was no impact to the customer's blood glucose level.